Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery, self test and a21 tests. No unexpected a17 or a21 error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and a blank display. Blood glucose level at the time of the incident was 130 mg/dl. The customer was sent a replacement battery cap. During a follow up call, the customer confirmed that the blank display was not resolved even with the new battery cap. Blood glucose level at the time of this call was 250 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.